Event description:
It was reported via repair work order that the casters would not lock when breaks were engaged due to broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.